Event description:
It was reported that the screen locks up requiring hard shutdown and reboot (lock up). This can cause a total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system; a keyboard, mouse and pass through usb connector were replaced. No further repair info is available.